Manufacturer narrative:
(B)(4). This initial/final MDR will be the only report submitted for MFR report #3008114965-2018-00597. Additional patient and initial reporter information has been requested but not yet received. Concomitant medical products: guide catheter (9fr optimo), microcatheter (3fr rebar), thrombectomy devices (solitaire and penumbra). (B)(4). Conclusion: based on the information, the event could not be confirmed. The product was not returned for analysis; however a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. There is no current safety signal identified related to the reported event based on review of complaint history for the device. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
It was reported by a healthcare professional that a revive se (frs21452299/t10108) was used during a thrombectomy procedure as part of the (B)(6) , clinical study (B)(6) , where the device was ineffective and the patient experienced cardiac failure. The patient had complications of cardiovascular disease, although, no history of stroke. In addition, the patient has a history dementia. The patient¿s mrs level was 4 prior to development of acute stage cerebral infarction. At 8:00 am on (B)(6) 2017, the patient developed an acute stage cerebral infarction associated with an occlusion of the distal part of the left middle cerebral artery (m1d) of the internal carotid artery system. The patient was hospitalized at 9:40 am. Prior to the procedure, aspects-CT: 8 points, aspects-dwi: 8 points, nihss: 18 points, and tici: 0. The occlusion site was heavily tortuous and no stenosis was found at the proximal portion from the occlusion. The vascular diameter of the treated vessel was 108 mm at the proximal end, 1.5 mm at the distal and, and the length of the occlusion site was 15 mm. T-pa was not applicable. The puncture was made at 1:05 pm. A guide catheter (9fr optimo) was inserted at 1:07 pm and a microcatheter (3fr rebar) was inserted at 1:10 pm. Two thrombectomy devices (solitaire and penumbra) were also used for this procedure. The revive se was deployed once and tici: 1 was obtained at 2:50 pm. Next, a solitaire was deployed twice and tici: 0 was obtained. The solitaire and penumbra were then deployed once together and tici: 1 was obtained at 2:30 pm. Finally, the penumbra device was deployed twice and tici: 3 was obtained. The procedure was completed and the guiding system was removed at 3:40 pm. Approximately 8 hours post procedure, an acute exacerbation of heart failure was observed. On (B)(6) 2017, the patient expired due to acute heart failure. The patient was a (B)(6) female.

Manufacturer narrative:
Product complaint # : (B)(4). This report is being submitted to correct the initial reporter information. (B)(6).

Manufacturer narrative:
This is a correction for medwatch fields. This event involved a death and those fields were accidentally omitted.  They have been added in this report to reflect the death event. The date of death was (B)(6) 2017. An internal corrective action has been opened to address this issue.     In addition, product problem was checked in error. There was no issue with the device. Manufacturer's ref. No: (B)(4).